Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation into abdominal cavity ('metalic material linear in pelvis') and device dislocation ('essure found in wrong position in fallopian tube') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 2. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation into abdominal cavity (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), headache ("pulsating cephalea"), nausea ("nausea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), dysmenorrhoea ("menstrual pain"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety") and irritability ("irritability"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation into abdominal cavity, device dislocation, headache, nausea, menorrhagia, pelvic pain, abdominal distension, dysmenorrhoea, diarrhoea, anxiety and irritability had not resolved. The reporter considered abdominal distension, anxiety, device breakage, device dislocation into abdominal cavity, diarrhoea, dysmenorrhoea, headache, irritability, menorrhagia, nausea, pelvic pain and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: essure found in wrong position in fallopian tube and fragmented; on an unknown date: metalic material linear in pelvis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure in wrong position in fallopian tube, on verge of perforating her internal organs') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii and parity 2. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("pelvic x-ray shows linear metallic material in pelvis, in uterus topography"), headache ("pulsating cephalea"), nausea ("nausea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), dysmenorrhoea ("menstrual pain"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety") and irritability ("irritability"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, headache, nausea, menorrhagia, pelvic pain, abdominal distension, dysmenorrhoea, diarrhoea, anxiety and irritability had not resolved. The reporter considered abdominal distension, anxiety, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, headache, irritability, menorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented; on an unknown date: linear metallic material in pelvis in uterus topography. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. After internal review, the reported event terms were updated and case amended accordingly. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure in wrong position in fallopian tube, on verge of perforating her internal organs') in a 40-year-old female patient who had essure (batch no. 20224432) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii, parity 2 and pre-eclampsia. Previously administered products included for an unreported indication: losartana 50 mg. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("lower abdominal pain"), lasting 7 days. In (B)(6) 2015, the patient experienced pruritus ("itchy body. Worsens with heat sweat and exposure"). On (B)(6) 2015, the patient experienced road traffic accident ("car accident (she was felling abdominal pain lower and nervousness)") with abdominal pain lower and nervousness. On (B)(6) 2016, the patient experienced rhinitis allergic ("allergic rhinitis"). In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("pelvic x-ray shows linear metallic material in pelvis, in uterus topography"), the first episode of headache ("pulsating cephala"), nausea ("nausea"), prolonged heavy periods ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), dysmenorrhoea ("menstrual pain"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety"), irritability ("irritability"), hypermenorrhea ("hypermenorrhea") and the second episode of headache ("pulsatile cephalaea"). On (B)(6)2017, the patient experienced hypertension ("systemic arterial hypertension") and dermatitis contact ("dermatitis contact"). On (B)(6) 2020, the patient experienced pain in extremity (" pain of lower extremities"). The patient was treated with analgesics, antiinflammatory agents, budesonide (busonid), dexchlorpheniramine maleate (polaramine), hydrocortisone sodium succinate (solucortef), hydroxyzine hydrochloride (hixizine), loratadine (loratadina), omeprazole (omeprazol), prednisone (prednisone) and cyproterone acetate, ethinylestradiol (diane 35). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, nausea, prolonged heavy periods, pelvic pain, abdominal distension, dysmenorrhoea, diarrhoea, anxiety, irritability, hypermenorrhea and the last episode of headache had not resolved, the procedural pain had resolved and the pruritus, hypertension, dermatitis contact, pain in extremity, rhinitis allergic and road traffic accident outcome was unknown. The reporter considered abdominal distension, anxiety, dermatitis contact, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, hypertension, irritability, nausea, pain in extremity, pelvic pain, procedural pain, prolonged heavy periods, pruritus, rhinitis allergic, road traffic accident, the first episode of headache, hypermenorrhea and the second episode of headache to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement was done without problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Alanine aminotransferase (0 - 31 u/l) - on (B)(6) 2018: 57 u/l; on (B)(6) 2020: 38 u/l. Allergy test - on (B)(6) 2019: blood nickel 3.20 mcg/l (0.6-7.5 mcg/l). Blood creatinine (0.70 - 1.20 mg/dl) - on (B)(6) 2020: 0.69 mg/dl. Computerised tomogram head - on (B)(6) 2019: CT was unremarkable. Electrocardiogram - on (B)(6) 2019: electrocardiogram was unremarkable. Eosinophil percentage (1.0 - 5.0 %) - on (B)(6) 2018: 5.9 %; on (B)(6) 2020: 5.6 %; on (B)(6) 2020: 6.7 %. Full blood count - on 03-aug-2020: normal. Mean cell volume (7.2 - 11.0 fl) - on (B)(6) 2018: 6.7 fl; on (B)(6) 2020: 7.0 fl; on (B)(6) 2020: 6.5 fl; on (B)(6) 2020: 6.2 fl. Monocyte percentage (2.0 - 10.0 %) - on (B)(6) 2018: 10.3 %. Neutrophil percentage (40.0 - 74.0 %) - on (B)(6) 2020: 36.4 %. Pregnancy test urine - on (B)(6) 2013: negative. Red cell distribution width (12.0 - 17.0 %) - on (B)(6) 2020: 10.7 %; on (B)(6) 2020: 10.9 %; on (B)(6)2020: 11.8 %. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented; on (B)(6) 2014: essure normopositionated, distance between left and right devices 3.2 cm; on (B)(6) 2020: linear metallic material in pelvis in uterus topography; on (B)(6) 2020: two metallic materials elongated in the pelvis, in probable topography of tubes, bilaterally, which corresponds to the essure. Lot number: 20224432 manufacturing date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure in wrong position in fallopian tube, on verge of perforating her internal organs') in a 40-year-old female patient who had essure (batch no: 20224432) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii, parity 2 and eclampsia, antepartum. Previously administered products included for an unreported indication: losartana 50 mg. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("lower abdominal pain"), lasting 7 days. On (B)(6) 2015, the patient experienced pruritus ("itchy body. Worsens with heat sweat and exposure"). On (B)(6) 2015, the patient experienced road traffic accident ("car accident (she was felling abdominal pain lower and nervousness)") with abdominal pain lower and nervousness. On (B)(6) 2016, the patient experienced rhinitis allergic ("allergic rhinitis"). In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("pelvic x-ray shows linear metallic material in pelvis, in uterus topography"), throbbing headache ("pulsating cephalea"), nausea ("nausea"), prolonged heavy periods ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), dysmenorrhoea ("menstrual pain"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety"), irritability ("irritability"), hypermenorrhea ("hypermenorrhea") and cephalgia ("pulsatile cephalaea"). On (B)(6) 2017, the patient experienced hypertension ("systemic arterial hypertension") and dermatitis contact ("dermatitis contact"). On (B)(6) 2020, the patient experienced pain in extremity (" pain of lower extremities"). The patient was treated with analgesics, antiinflammatory agents, budesonide (busonid), dexchlorpheniramine maleate (polaramine), hydrocortisone sodium succinate (solucortef), hydroxyzine hydrochloride (hixizine), loratadine (loratadina), omeprazole (omeprazol), prednisone (prednisona) and cyproterone acetate, ethinylestradiol (diane 35). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, throbbing headache, nausea, prolonged heavy periods, pelvic pain, abdominal distension, dysmenorrhoea, diarrhoea, anxiety, irritability, hypermenorrhea and cephalgia had not resolved, the procedural pain had resolved and the pruritus, hypertension, dermatitis contact, pain in extremity, rhinitis allergic and road traffic accident outcome was unknown. The reporter considered abdominal distension, anxiety, dermatitis contact, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, hypertension, irritability, nausea, pain in extremity, pelvic pain, procedural pain, prolonged heavy periods, pruritus, rhinitis allergic, road traffic accident, throbbing headache, cephalgia and hypermenorrhea to be related to essure. The reporter commented: essure placement was done without problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Alanine aminotransferase (0 - 31 u/l): on (B)(6) 2018: 57 u/l; on (B)(6) 2020: 38 u/l. Allergy test: on (B)(6) 2019: blood nickel 3.20 mcg/l (0.6-7.5 mcg/l). Blood creatinine (0.70 - 1.20 mg/dl): on (B)(6) 2020: 0.69 mg/dl. Computerised tomogram head: on (B)(6) 2019: CT was unremarkable. Electrocardiogram: on (B)(6) 2019: electrocardiogram was unremarkable. Eosinophil percentage (1.0 - 5.0 %): on (B)(6) 2018: 5.9 %; on (B)(6) 2020: 5.6 %; on (B)(6) 2020: 6.7 %. Full blood count: on (B)(6) 2020: normal. Mean cell volume (7.2 - 11.0 fl): on (B)(6) 2018: 6.7 fl; on (B)(6) 2020: 7.0 fl; on (B)(6) 2020: 6.5 fl; on (B)(6) 2020: 6.2 fl. Monocyte percentage (2.0 - 10.0 %): on (B)(6) 2018: 10.3 %. Neutrophil percentage (40.0 - 74.0 %): on (B)(6) 2020: 36.4 %. Pregnancy test urine: on (B)(6) 2013: negative. Red cell distribution width (12.0 - 17.0 %): on (B)(6) 2020: 10.7 %; on (B)(6) 2020: 10.9 %; on (B)(6)2020: 11.8 %. X-ray: on an unknown date: essure found in wrong position in fallopian tube and fragmented; on (B)(6) 2014: essure normopositionated, distance between left and right devices 3.2 cm; on (B)(6) 2020: linear metallic material in pelvis in uterus topography; on (B)(6) 2020: two metallic materials elongated in the pelvis, in probable topography of tubes, bilaterally, which corresponds to the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: the follow information were updated new lawyer reporter, medical history, history drug, lab data, lot number, treatment products, cephalaea, hypermenorrhea, arterial hypertension, dermatitis contact, pain of lower extremities, allergic rhinitis, motor vehicle accident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.